Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that 25 gauze blue cannula of the viscous fluidics control pak was not working during surgery resulting in delay in surgery for few minutes. The procedure was completed by taking another viscous fluidics control pak. The procedure was silicone oil removal. There was a patient contact but no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and confirmed the reported event. While evidence observed suggest an induced fracture of the cannula tip, we cannot conclusively determine if this was a customer handling issue or if the cannula contained a pre-existing flaw which caused it to deform. The root cause of the customer's complaint is not known. After investigation of this complaint no corrective action is required at this time as the root cause is not known. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).